Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported back-up anomaly could not be conclusively determined.

Event description:
During follow-up, the device was found in backup vvi mode. The device was reprogrammed to resolve the issue. The patient is well.